Event description:
Physician reported left side deflation. Healthcare professional later reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d6b, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: capsular contracture, baker grade iii

Event description:
Healthcare professional later reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device remains implanted.